Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the hospital after receiving appropriate shock. Intermittent undersense on the ventricular channel was noted during a vf event. Review of the egm revealed variable r-wave. Programming changes were made.

Manufacturer narrative:
(B)(4).